Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's multi-function cable was removed and returned. The malfunction was duplicated and attributed to a bent pin on the multi-function cable. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) for cardiac arrest, the device displayed a "cable fault" message and would not discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.